Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, the screw of the targeting device was broken. Because a pin was fixed with the broken screw, the surgeon used it as is.

Manufacturer narrative:
Evaluation revealed the freehand target device, distal gamma 350 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The thread of the fixation screw of the free hand target device is completely broken off. The broken off part still was screwed into the target device at receipt of the instrument for evaluation, but could be unscrewed easily by hand. The appearance and the evidences of the breakage surfaces indicate that the fixation screw broke in a brittle manner due to overload. The breakage of the device most likely had occurred intra-operatively caused by applying too high bending forces. Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During surgery, the screw of the targeting device was broken. Because a pin was fixed with the broken screw, the surgeon used it as is.